Manufacturer narrative:
(B)(4). (B)(6). Post market vigilance (pmv) led an evaluation of one ta¿ auto suture¿ stapler with dst series¿ technology 3.5 stapler opened by the account. The device was received loaded with a fully fired 3.5mm single-use loading unit (sulu). A malformed staple was stuck in one of the pusher finger slots. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media. All the staples were formed with acceptable result. A review of the device history record indicates this device lot number was released meeting all medtronic quality specifications at the time of manufacture. Replication of this condition may occur when the device is applied over thick tissue exceeding the recommended tissue range. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a sugar-baker procedure for a tumor removal the stapler fired crooked which resulted in not stapling the tissue. The anvil and the cartridge were oblique when fired, there was a minimal delay in or time, not exceeding 30 minutes due to this condition. Another ta was used to complete the procedure, the staple line was re-stapled below the original staple line, resulting in tissue removal.